Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, foreign matter described as black impurities were found on one (1) tube wall. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer for investigation. Customer photos revealed embedded fm going up side of tube. Additionally, 30 retain samples were visually inspected for fm, and no samples failed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for fm-dirt, but was confirmed for embedded fm. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, foreign matter described as black impurities were found on one (1) tube wall. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.